Event description:
Caller reported that the pump screen was unresponsive and would not turn on. Customer's blood glucose level was recorded at 137 mg/dl. The technical support team guided the caller through various troubleshooting steps, which were unsuccessful, and decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup for insulin delivery and to return the problematic pump using a pre-paid label within 10 days.